Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge well. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. No device malfunction was suspected. The explanted ipg was not returned to bsn as it was kept by the medical facility.